Event description:
It was reported that patient underwent an acl repair procedure utilizing resorbable screws on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014, to implant new screws as the resorbable screws dissolved and did not hold the ligament.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings number 11 states "do not use where a permanent implant is indicated." Possible adverse effects number 5 states. "Inadequate healing which may lead to breakage of the implant or failure of the graft material." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01237 & 01238).